Event description:
The generator displayed a footswitch error code at start of the laparoscopic cholecystectomy. The problem was found to be in the footswitch cable and was swapped to complete procedure with no pt consequence.